Manufacturer narrative:
The lot was manufactured between june 18 , 2019 and june 19, 2019. The device was received for evaluation. Visual inspection was performed and damage to the blue winged luer cap and the white luer was identified. A functional leak test was performed and a leak was observed at the damaged area from the blue winged luer cap and white luer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was damaged and leaking. The reporter stated that the ¿plastic at the end of the hose where the blue stopper sits¿ was damaged. The pharmacist had added sodium chloride solution to the device but stopped filling the device after the damage was observed. After the pharmacist stopped filling the device, solution leaked out of the blue winged luer cap. This occurred prior to patient use. There was no patient involvement. No additional information is available.